Manufacturer narrative:
Pump was received with missing segments due to cracked zebra connector on lcd. Unable to verify memory anomaly due to missing segments and partial display. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a memory anomaly. Customer's blood glucose was 162 mg/dl at the time of incident. No further information was provided.